Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's lead had migrated laterally. The pt never had therapeutic effect and the stimulation was in the wrong location. The physician was going to contact the pt to arrange an appointment to discuss the possible next steps (i.e., revision). Additional info has been requested, but was not available as of the date of this report.